Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, they were seen by their dentist for a cleaning and periodic oral evaluation with x-rays. At this appointment, the dentist noted, extensive decay on #4 distal nearing the pulp chamber. The dentist states, that it is imperative that #4 be restored immediately, due to the extent of decay. The diagnosis of #4 is reversible pulpitis with acute symptomatic periapical periodontitis. The concern is the progression to irreversible pulpitis. Recommended treatment is a composite restoration with the possibility of root canal therapy and crown. Due to this condition, it is recommended to suspend clear aligner treatment to restore #4. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.